Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pacemaker mediated tachyardia on their implantable pulse generator (ipg). It was also noted that the right ventricular (rv) lead exhibited loss of capture. Follow up noted that no troubleshooting took place. The device and lead remain in use. No patient complications have been reported as a result of this event.